Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet insulin pump for approximately three days and had not changed infusion supplies, after which the pump was reconnected and insulin delivery was resumed with additional short-acting insulin injections. Symptoms included hyperglycemia and fatigue. Outcomes included elevated glucose readings up to approximately 400 mg/dl that trended downward after resumption of insulin. Investigation included customer care troubleshooting, education on pausing and resuming insulin delivery, and guidance to replace infusion set and cartridge. Investigation of this case revealed that prolonged disconnection and overdue infusion set replacement were likely contributors to insulin under-delivery and resultant hyperglycemia. It was concluded that user-related factors, including extended disconnection and lack of timely supply changes, led to the high glucose event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.